Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrythmia therapy; 20 nst episodes with v-v intervals less than 220 ms from 14 to (B)(6)-2016; 4990 v-sics since last session 8.3 days ago; 5 inappropriate shocks delivered from (B)(6)-2016 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6)-2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 668 ohms through (B)(6)-2016, rises out of range by (B)(6)-2016. Concomitant: product ID 559453 lead implanted: unknown, product ID 419678 lead implanted: unknown.

Event description:
It was reported that the patient came to the hospital because of shock complaint while the patient was walking. During the device interrogation, interference was seen on the right ventricular (rv) lead. The physician checked the lead. The physician thought "the problem was connector problem after that the physician wanted to replace the lead because of the results of save-to-disk (s2d) analysis. But right ventricular defibrillation lead could not be guided to the heart because of other leads. It was noted the device had reached recommended replacement time (rrt). The lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.